Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm. Unable to verify the root cause due to pump is being held for dva test. The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked case at display window corners, battery tube threads, reservoir tube lip and scratched display window.

Event description:
Customer reported that she had unexplained low blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 0 mg/dl. Customer stated that her insulin pump was alarming button error. Nothing further was reported.